Manufacturer narrative:
The tech found the brakes were worn. He replaced the brake casters and brake cable to repair the bed.

Event description:
Info received indicates the brakes were setting but the casters would swivel when pushed from side.